Event description:
It was reported by the rep the device was used in a sigmoid low anterior resection. It was reported two devices were fired and there appeared to be no staples. The surgeon completed the case by hand sewing. The rep saw the white staple drivers up on one device. The other device had 3 staples sticking in the cartridge. Risk management is holding the devices. There was no consequence to the pt.